Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and was not able to duplicate the alleged malfunction. The se performed extended self testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated a diagnostic message of safety valve open. It was not reported if a patient was connected to the ventilator when the malfunction occurred.